Event description:
The customer reported that the system would not go up and down and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the sram printed circuit board and the tech processor printed circuit board. The system was tested and found to be working as intended and put back in service.